Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached approximately 340 mg/dl while wearing the pod for an unknown duration. The infusion site (abdomen) was reportedly itchy. Symptoms reported include dizziness and feeling unwell. The patient treatment was not provided. The patient was discharged on the same day.